Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, tissue damage and necrosis, exposure to toxic metal debris and fluid accumulations around the hip.